Event description:
It was reported that the right ventricular lead exhibited noise and a drop in r wave sensing. The patient received high voltage shocks due to oversensing noise. Patient presented for lead revision on (B)(6) 2017. Lead perforation was noted. The lead was explanted and replaced. Patient is doing great.